Event description:
It was reported to philips that the customer observed bent battery pins in the battery board. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. J1 pin 3 was found to be slightly bent.